Event description:
It was reported that the shaft fractured. The target lesion was located in a left carotid artery. A 6.0mmx18mmx150cm express sd stent was selected for use. However, during the procedure, the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd stented catheter. The balloon was loosely folded with the stent secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. There shaft is kinked 28.3cm from the distal tip. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the shaft fractured. The target lesion was located in a left carotid artery. A 6.0mmx18mmx150cm express sd stent was selected for use. However, during the procedure, the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that the shaft fractured. The target lesion was located in a left carotid artery. A 6.0mmx18mmx150cm express sd stent was selected for use. However, during the procedure, the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Corrections: device lot number corrected to 0021513047. Device expiration date corrected to 12/13/2020. Device manufactured date corrected to 12/14/2017.